Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's catheter had dislodged, and had coiled behind the pump. The catheter was revised on (B)(6) 2009. The pump was not replaced at the time of the catheter revision. The pt's outcome was not reported. Add'l info has been requested, but was not available as of the date of this report.